Manufacturer narrative:
The following other devices were also listed in this report: tri ts femur sz6 left; cat# 5512-f-601; lot# jdwz; tri ts baseplate size 5; cat# 5521-b-500; lot# jyyg; tri press-fit stem 16mm x 100mm; cat# 5565-s-016; lot# m7t63x; tri press-fit stem 14x150mm; cat# 5566-s-014; lot# m7l36a; triathlon femoral distal augment 5mm - size 6 left; cat# 5540-a-601; lot# hybg; triathlon femoral distal augment 5mm - size 6 left; cat# 5540-a-601; lot# jlev; tri post augment sz6 5mm; cat# 5543-a-600; lot# ixft. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The subject is enrolled in the (B)(6) study and this per was identified upon receiving paper case report forms today from the site ((B)(6) 2016). The subject came in for the scheduled 2-year follow-up visit for the study ((B)(6) 2016) where the subject reported that he had an adverse event of deep joint infection, which required I and d, with polyethylene exchange (tibial insert) on (B)(6) 2015. On the adverse event form filled out for this, the site noted that it was not device-related. The only component that was revised was the tibial insert.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned for evaluation. Medical records received and evaluation: a review of the medical records by the clinician indicated "this event, which was noted in the (B)(4) study follow-up, was the result of an acute hematogenous infection treated with an incision and drainage and poly exchange. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation. " device history review indicated all devices accepted into final stock met specification. Complaint history review indicated there have been no other events related to infection for the referenced lot and the sterile lot. Conclusions: review of the medical records by the clinician indicated "this event, which was noted in the (B)(4) study follow-up, was the result of an acute hematogenous infection treated with an incision and drainage and poly exchange. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation. " a CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
The subject is enrolled in the (B)(4) study and this per was identified upon receiving paper case report forms today from the site ((B)(6) 2016). The subject came in for the scheduled 2-year follow-up visit for the study ((B)(6) 2016) where the subject reported that he had an adverse event of deep joint infection, which required I and d, with polyethylene exchange (tibial insert) on (B)(6) 2015. On the adverse event form filled out for this, the site noted that it was not device-related. The only component that was revised was the tibial insert.